Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise episodes were observed on the right ventricular lead upon interrogation. The physician suspected lead fracture. Lead revision was scheduled. The patient was stable.

Event description:
New information received indicated that the lead was capped and replaced on (B)(6) 2020. The patient was in stable condition before, during and after the procedure.